Manufacturer narrative:
During functional testing the thermogard xp ivtm system (sn (B)(4)) failed testing and it displayed tcmid: 06 (ce post failure). Upon visual inspection, observed broken saline bag hook. Screws at top lid were missing and loose. Prime cover switch and pan drip were missing. There was a big bubble on window display. Top lid, bumpers, front housing cover and rear housing are degraded or damaged. Upon replacing new assembly pic 16 pcb and other missing or damaged parts, updating system labels to current part revisions, cleaning the dust in air filter, display head and reconnecting the cables, the system was functionally tested and it functioned as intended without any errors observed. The thermogard is a reusable device and was manufactured in february 2011, system has exceeded its expected service life of 3 years. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During initial functional testing, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. No patient involvement.